Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave catheter to treat atrial fibrillation (a fib) the patient went into a "functional"/ "junction" rhythm. After treating the patient's pulmonary veins, the physician applied ablations to the patient's superior vena cava, which is considered off label use as the catheter is only indicated for treatment of the pulmonary veins, and the patient then went into a functional rhythm. Isoproterenol and glycopyrrolate were administered. The procedure was completed, and the patient went to the recovery room. At that time the patient had some sinus beats but mostly was still experiencing functional rhythm. The patient was admitted to the hospital for monitoring for two days. No additional interventions took place during the monitoring and the patient was in sinus rhythm when they were discharged. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.